Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of two failed sensors. The first sensor broke apart when inside the serter and had to be removed without being used. The second sensor did not stick or adhere to the customer and could not be used. Customer's blood glucose was unknown at the time of incident. Troubleshooting advised customer that the sensor would be replaced. No further details given.